Manufacturer narrative:
Date sent to the FDA: 05/25/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported the patient underwent revision surgery and recurrent ventral incisional hernia repair surgery on (B)(6) 2017 during which the surgeon noted hernia sac obtained along with parts of the skin where the previous incision had been made. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information is provided.